Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified left anterior descending artery that was 85% stneosed. Pre-dilatation was performed with a 1.5x12mm trek balloon. A 3x28mm xience xpedition stent was deployed without issue. Then standard post dilatation was performed with a 2.75 x 12mm nc trek balloon. A distal edge dissection was then noted and treated with a 2.75x15mm xience xpedition successfully. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.